Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 31jul2019. The visual inspection found no notable conditions. The field service engineer (fse) evaluated the device and the reported condition was not verified. Product meets specification. Fse replaced the central processing unit (cpu), power module (pm) printed circuit board (pcb), motor controller (pcb) and speakers as a precautionary. The device passed the performance verifications test (pvt) and operated within the manufacturing specifications. The device has been returned to the customer. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the ventilator has a check vent alarm post primary alarm failed error code. There was no patient involvement.